Event description:
It was reported that shock impedance was nominal at a routine device check. However, review of the trended data identified out of range measurements which were greater than 200 ohms. The data was forwarded to technical services for review. This right ventricular (rv) lead is manufactured by a competitor of (B)(6). The system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).